Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 250 mg/dl. Reportedly, the customer did not have back up insulin therapy. It was recommended by tandem's technical support for the customer to consult with doctor to discuss back up insulin therapy. On (B)(6) 2016, the customer went to the emergency room (ER) and reported a bg level of 252 mg/dl with ketones. The customer was treated with intravenous therapy and maintained basal delivery via the pump to stabilize bg level. After 4.5 hours, it was reported that the customer left the ER with trace amounts of ketones and was "feeling much better".